Event description:
As reported, an gore propaten® vascular graft developed a seroma. On (B)(6) 2014, the graft was explanted.

Manufacturer narrative:
Additional information expiration date - 3/31/2017. Date of implant - (B)(6) 2013. (B)(4).

Manufacturer narrative:
Evaluation in progress pending the completion of the explant evaluation.